Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve is being evaluated for a transcatheter valve in valve procedure after an implant duration of 7 years, 4 months due to stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned patient was transferred to hospice due to reasons unrelated to the valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve is being evaluated for a transcatheter valve in valve procedure after an implant duration of 7 years, 4 months due to severe degenerative aortic stenosis. It was learned patient was transferred to hospice due to reasons unrelated to the valve. Per medical records, the patient presented with acute on chronic systolic heart failure. Heart cath showed multivalvular severe disease with severe degenerative aortic bioprosthetic stenosis and severe calcific mitral stenosis and regurgitation. Non obstructive cad, severe phtn. Consider surgical vs tavr viv and tmvr evaluation.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and chronic kidney disease (ckd).